Manufacturer narrative:
The customer biomedical engineer troubleshot the issue with ge healthcare technical support. The customer replaced the advanced breathing system which resolve the reported issue. No ge healthcare service was provided. No patient information provided to date. Unqiue device identifier: (B)(4).

Event description:
The hospital reported a loss of mechanical ventilation during a case. There was no report of patient injury.